Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compressions and displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a defective drive train motor, likely due to a defective component. During the visual inspection of the returned autopulse platform, no physical damage was observed. The autopulse platform failed the initial functional testing due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the drive train motor needs to be replaced. A review of the platform archive data was performed, and it showed multiple fault code 16 occurred around the reported event date, thus confirming the reported complaint. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a 60 years old male patient (weight - 60 kg). The patient had a history of leukemia, chronic obstructive pulmonary disease (copd), and was under many unspecified medications. The cardiac arrest was not witnessed. The bystander CPR was performed for 5 minutes. The patient was pulseless upon crew arrival. The patient was placed on the platform, however, the device displayed the fault code 16 (timeout moving to take-up position) error message. The user re-adjusted the lifeband but the issue was not resolved. The crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead by the emergency room physician in the hospital. Per the reporter, the patient's death was not related to the autopulse platform.